Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the report of a heartmate system monitor screen "reading parameters of zero" and inability to download a log file could not be confirmed during the investigation. The system monitor used at the time of the reported event was not returned for analysis. An attempt to obtain the product was unsuccessful. As a result, the root cause of the reported event could not be conclusively determined. Per reported information, the system monitor was rebooted and these issues resolved. No further issues have been reported at this time. Reports of similar events will continue to be tracked and monitored. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Heartmate (hm) 3 instructions for use (IFU) and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Hmii power module IFU instructs the user to contact the company's technical service department for assistance if the system monitor does not function properly (including inability to properly send commands to a system controller). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen read parameters of zero. The patient did not have any reported alarms and the system controller demonstrated all four parameters. Log files were attempted to be downloaded and a beep was not heard upon inserting card into the system monitor. The log files were unable to be downloaded. The patient was not harmed and the device otherwise worked as intended. The system monitor was rebooted and the issue resolved.